Event description:
It was reported that a revision surgery was performed due to a loosening of the glenoid component and a central glenoid defect. No further information received. *** update 11-feb-2021 further information were provided that the initial surgery was performed on (B)(6) 2014. *** update 11-may-2021 further information were provided that the rotator cuff was intact. The patient was able to use his shoulder perfectly after the primary surgery. By the time the situation became worse. The patient was treated tornier with an aequalis reversed ii with glenoid femoral allograft.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, no abnormalities were observed that may have contributed to the event.